Event description:
Complainant alleged that during functional testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer has responded and indicated that they do not wish to send the device in for repair at this time.